Event description:
Customer reported that the set leaked between the drip chamber and the upper fitment; the nurse stated that this occurred when they "lifted bag/chamber to prime tubing past 'air alarm' but did not unclamp it yet. Cytarabine began running through tubing." The nurse then checked again that the tubing was still clamped off, which it was, then noted that cytarabine began leaking out of the tubing although the spike was secure and the tubing was still clamped. Customer stated he examined the tubing and found that there was a cut about 2/3 of the way through the tubing. He stated that it is a clean cut and appears to have been from a sharp object but he asked for a carefusion inspection. There was no harm to the patient harm and no medical intervention was reported. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The customer's report of leaking was confirmed. Visual inspection of the set noted a slice cut on the tubing; functional testing noted a leak from the cut. It was unknown when the cut occurred. The cause of the customer's report was identified as a cut in the tubing. The root cause of the damage on the tubing was not identified.